Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1433003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: "button 3 would not retract, balloon pulled trough sealant to remove." Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention peripheral; vessel size: 6 mm; stick location: medium. Additional information: the physician's opinion is that the event was caused by the mynx device/mynx procedure because button 3 would not retract.